Event description:
(B)(4). According to the information received, a one week after the device was set in place in the patient, the balloon deflated. The catheter did not stay in place. The urine flowed next to the catheter. They tired with a bigger catheter, without success. The catheter has been discarded.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.